Event description:
Please be informed about this china market complaint (qr# (B)(4)) for the following reason: (please find enclosed report for additional data). Short description: deca depot-cn: liquid leaked out /v11102c/ solvent batch u15397. Reason: leakage. Description: during the injection, part of the liquid leaked out from the joint of the needle and syringe. The video shows that the liquid flowing out was transparent. Classification : major (can be re-evaluate). Date opened : 06-nov-2023 (re-assign to fsmp on 17-nov-2023). Additional information: no adverse event reported. Product concerned: 2 needle¿s batches are packaged in this finished product: needle#1: ¿ item : 2001053546. ¿ description : needle 22g 1 1/4 tw - 0.7mm x 32mm black. ¿ batch number : 1309815. ¿ ferring lot : 269230. ¿ quantity: (B)(4) pces. ¿ expiry date : 31-oct-2026. Needle#2: ¿ item : 2001053546. ¿ description : needle 22g 1 1/4 tw - 0.7mm x 32mm black. ¿ batch number : 1228404. ¿ ferring lot : 269231. ¿ quantity: (B)(4) pces. ¿ expiry date : 31-aug-2026. Returned sample: no sample available.

Manufacturer narrative:
Our quality engineer inspected the photo submitted for evaluation. The reported issue of leakage - other was confirmed upon inspection of the photos. However, bd cannot confirm the cause of the failure to our manufacturing process since no physical sample was returned. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Event description:
It was reported that bd needle 22g 1-1/4in tw leaked. The following information was provided by the initial reporter; short description: deca depot-cn: liquid leaked out /v11102c/ solvent batch u15397 / pictures/video attached. Reason: leakage. Description: during the injection, part of the liquid leaked out from the joint of the needle and syringe. The video shows that the liquid flowing out was transparent. Classification : major (can be re-evaluate). Date opened : 06-nov-2023 (re-assign to fsmp on 17-nov-2023). Additional information: no adverse event reported. Product concerned: 2 needle¿s batches are packaged in this finished product: needle#1: item : 2001053546. Description : needle 22g 1 1/4 tw - 0.7mm x 32mm black. Batch number : 1309815. Ferring lot : 269230. Quantity: (B)(4). Expiry date : 31-oct-2026. Needle#2: item : 2001053546. Description : needle 22g 1 1/4 tw - 0.7mm x 32mm black. Batch number : 1228404. Ferring lot : 269231. Quantity: (B)(4). Expiry date : 31-aug-2026. Returned sample: no sample available. Video is attached.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.